Manufacturer narrative:
.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a quantum maverick monorail balloon ruptured. The lesion being treated was located in the average tortuous and mildly calcified mid to distal right coronary artery (rca). The physician predilated the lesion, then deployed a taxus stent. Then the physician advanced the 3.00x8mm quantum maverick balloon to the lesion to post dilate the stent. It was a long lesion so the balloon was inflated to the rated burst pressure about ten times and then ruptured. The physician felt the lesion was firm and stated that the rupture was due to the calcification and the multiple inflations. The device was removed from the patient intact. The procedure was successfully completed with a nc balloon. Patient status is listed as "good".